Event description:
The patient reported post operative pain. The implanting clinician has given the patient the option of having the device explanted if desired (not to prevent/preclude serious injury).

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The pain is believed to be post operative pain and infection and migration have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the patient being disappointed in the wearable is due to the product not meeting patient expectations and is considered product feedback. However, the cause of the pain and inadequate therapy is unknown. Therefore, conclusion has been selected as no problem/fault found.